Manufacturer narrative:
Product event summary- the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2012; 4076-58 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that during the implant attempt the right ventricular (rv) lead upon fluoroscopy, was observed to have "spacing" in the distal end of the coil and the helix did not perform appropriately per the implanting physician. It was also reported that the helix would not deploy. The physician requested a new lead which was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.